Manufacturer narrative:
(B)(4). Sample not returning.

Event description:
It was reported that after one day of usage the sideport detached from the sheath. As a result the device was removed and replaced. There was no reported patient death. It is unknown if there was a delay in therapy or if the patient was injured from the event. The patient complication of "strong blood loss." The patient outcome is "fine." On (B)(6) 2016 additional information was received: the customer confirmed that there was no harm or injury to the patient. It was noted that the loss of blood did not require a blood transfusion. The customer cannot rule out that the patient was moved and the sideport was tugged on.

Manufacturer narrative:
(B)(4) the product was not returned for evaluation. Based on the pictures received with the complaint report, the sidearm was noted separated from the sheath. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath sidearm separation is confirmed. The product was not the issue. This issue will be monitored for developing trends. The root cause of the complaint is undetermined.

Event description:
It was reported that after one day of usage the sideport detached from the sheath. As a result the device was removed and replaced. There was no reported patient death. It is unknown if there was a delay in therapy or if the patient was injured from the event. The patient complication of "strong blood loss." The patient outcome is "fine." On 08/22/2016 additional information was received: the customer confirmed that there was no harm or injury to the patient. It was noted that the loss of blood did not require a blood transfusion. The customer cannot rule out that the patient was moved and the sideport was tugged on.